Event description:
Customer reported that the dpm 7 monitor had no spo2 reading which may have affected patient spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative repaired cold solder on all front panel connectors. Calibrated and safety tested unit to factory specifications.